Manufacturer narrative:
The insulin pump was received with display stuck at number two, then constant tone. The problem was isolated to the mother board. Unable to verify button/keypad unresponsive or button error alarm due to display anomaly. The device had moisture damage on keypad traces and lcd board. The device had cracked display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error, which could not be cleared due to unresponsive buttons. The customer's blood glucose was 198 mg/dl. Nothing further was reported.